Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00797253 case subject: npi 8300 - error 570.6200 account name: north central surgical center account #: 10040503 asset name: 8300 etco2 module, v8 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: biomed need assistance on 8300 sn (B)(4) having an error 570.6200 failure device type: alaris system instrument failure problem type: 8300 failure mode: see case notes case resolution: I assisted biomed on 8300 sn (B)(4) having an error 570.6200, resolution is to run a full pm and if error 570.6200 continue to appear, more likely that oridion board assembly is faulty. Our recommendation to biomed to consider sending it in for repair.